Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected audio/vibrate anomaly /absence of alarm. Insulin pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not working properly it did not vibrate. No harm requiring medical intervention was reported. Assisted customer in performing a self test. Customer stated the insulin pump vibrated during the vibrate test. The insulin pump will be returned for analysis.